Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) heartstring remained in the loading mechanism during a case. A second kit was opened to complete the proximal anastomosis. The only delay was opening a second device. No patient harm reported.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/28/2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The white plunger was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal was observed in the loading device body. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal, no cracks or delamination was observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.46 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results and the photographic evaluation, the reported failure "fitting problem" was confirmed. The lot # 3000316422 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) heartstring remained in the loading mechanism during a case. Seal failed to load on step 3. A second kit was opened to complete the proximal anastomosis. The only delay was opening a second device. No patient harm reported.